Manufacturer narrative:
Natus complaint # (B)(4). Device return is anticipated. A follow-up report will be submitted when additional information is available. Device requested for investigation

Event description:
Thirty one hours into patient treatment the a51 error (major water leak) prompted. There were no visible water leaks, and the water bag drained and water is in the cap and hoses. After restarting the system, there was no pump sound and no solenoid click. The process would not proceed beyond the fill screen. Patient was moved to another device in order to continue treatment. Customer reports interruption in treatment for 90 minutes. Device was requested to be returned to natus for investigation.